Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the contacts of the base unit appear to be corroded and burnt. No adverse event was reported. The alleged product was replaced and requested for evaluation.